Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had an issue. The procedure outcome is unknown with no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: unfortunately, these arms were waiting to be entered for an unknown amount of time, and no information accompanied them. A backup instrument of the same kind was used to replace a broken instrument. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. The instruments have not sent out yet.